Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006. UDI for concomitant device: (B)(4), (B)(6).

Event description:
It was reported that the patient with this neurostimulator experienced a loss of device effectiveness. Following stimulation increases, the patient felt vaginal stimulation. After falling down eight stairs, the patient was advised to seek medical evaluation and imaging, which revealed significant lead migration on x-ray. The device was subsequently turned off. During this period, the patient continued to experience urinary urgency and incontinence, though some improvement in urinary symptoms was reported before the procedure. The patient underwent a revision procedure, and the lead was removed and replaced. The patient was stable post procedure, and no additional complications were reported. Symptoms have started to improve post-procedure, after the clinical specialist worked with the patient to optimize device settings.

Event description:
It was reported that the patient with this neurostimulator experienced a loss of device effectiveness. Following stimulation increases, the patient felt vaginal stimulation. After falling down eight stairs, the patient was advised to seek medical evaluation and imaging, which revealed significant lead migration on x-ray. The device was subsequently turned off. During this period, the patient continued to experience urinary urgency and incontinence, though some improvement in urinary symptoms was reported before the procedure. The patient underwent a revision procedure, and the lead was removed and replaced. The patient was stable post procedure, and no additional complications were reported. Symptoms have started to improve post-procedure, after the clinical specialist worked with the patient to optimize device settings.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 5101, serial number: (B)(6), model description: r20, unique identifier (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary incontinence, undesired sensations, urinary urgency, lead migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. This investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the patient with this neurostimulator experienced a loss of device effectiveness. Following stimulation increases, the patient felt vaginal stimulation. After falling down eight stairs, the patient was advised to seek medical evaluation and imaging, which revealed significant lead migration on x-ray. The device was subsequently turned off. During this period, the patient continued to experience urinary urgency and incontinence, though some improvement in urinary symptoms was reported before the procedure. The patient underwent a revision procedure, and the lead was removed and replaced. The patient was stable post procedure, and no additional complications were reported. Symptoms have started to improve post-procedure, after the clinical specialist worked with the patient to optimize device settings.

Manufacturer narrative:
Block d2b:product code: additional product code qon.block g4:premarket / 510(k) #: additional premarket/510(k) p190006.concomitant product: model number: 5101.serial number: (B)(6).model description: r20.unique identifier (UDI): (B)(4). Block h11:the tined lead was returned for analysis. Visual inspection-fail-visual inspection revealed the tined lead was deformed at a few places. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of incontinence, undesired sensations, urinary urgency, and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.